Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Our engineers have evaluated the returned device. Their investigation showed following: two device sections were received: the delivery catheter and a portion of the deployment line which was held within a snare. The snare was not evaluated as it is not a gore device. The endoprosthesis and deployment knob were not received. The delivery catheter was unremarkable. The deployment line measured 162cm long. The line was snared approximately 26cm from one end. A single fiber was unraveled from approximately 36cm from the same end. The ends of the deployment line were unremarkable. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Event description:
The patient presented with an aneurysm in the superficial femoral / popliteal artery which was treated with a gore® viabahn® endoprosthesis. It was reported to gore that when medical device deployment was initiated the deployment of the endoprosthesis stopped approximately after the device has been deployed about 14cm. The proximal end of the endoprosthesis did not fully deploy and prevented the deployment line from being removed. It was stated that the device catheter could be removed and that the constrained part of the endoprosthesis was ballooned and consequently successfully deployed. A snare device was required to remove the deployment line fragment which remained on the endoprosthesis. The procedure could be continued successfully.

Manufacturer narrative:
(B)(4). Update of event or problem description as following: the patient presented with an aneurysm in the superficial femoral / popliteal artery which was treated with a gore® viabahn® endoprosthesis. It was reported to gore that when medical device deployment was initiated the deployment of the endoprosthesis stopped approximately after the device has been deployed about 14cm. The proximal end of the endoprosthesis did not fully deploy and prevented the deployment line from being removed. Finally the device catheter could be removed while the deployment line broke. It was stated that the constrained part of the endoprosthesis was ballooned and consequently successfully deployed. A snare device was required to remove the deployment line fragment which remained on the endoprosthesis. The procedure could be continued successfully.

Event description:
The patient presented with an aneurysm in the superficial femoral / popliteal artery which was treated with a gore® viabahn® endoprosthesis. It was reported to gore that when medical device deployment was initiated the deployment of the endoprosthesis stopped approximately after the device has been deployed about 14cm. The proximal end of the endoprosthesis did not fully deploy and prevented the deployment line from being removed. Finally the device catheter could be removed while the deployment line broke. It was stated that the constrained part of the endoprosthesis was ballooned and consequently successfully deployed. A snare device was required to remove the deployment line fragment which remained on the endoprosthesis. The procedure could be continued successfully.